Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer returned a guidewire that was unraveled and separated adjacent to the proximal weld on the core wire. No pieces appeared to be missing. The device history records for the guide wire and catheter were reviewed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guidewire damage during use and caution that withdrawing the guidewire against the needle bevel or use of excessive force during removal could damage or break the wire. Based on the observed damage and reported information, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the patient's jugular, the guidewire uncoiled. As a result a new one was used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.